Event description:
The dentist reported that the implant placed in tooth site # 31 did not integrate when the patient presented with infection. The implant reportedly came out while the dentist was unscrewing the prosthesis for cleaning.

Manufacturer narrative:
Visual inspection found the implant intact with no evidence of fracture, anomalies, or defects that would have contributed to the reported event. There was evidence of residue on the external surface of the implant, indicative of patient contact. The device history record and product complaint reviews were completed and no manufacturing deviations were identified through the investigation performed that may have contributed with this event. This event is not directly related nor caused by the product. (B)(4).